Manufacturer narrative:
Additional suspect medical device components involved: model: sc-8216-70 serial #: (B)(4) description: artisan 2x8 lim,70cm.

Event description:
A report was received that a patient was explanted due to the ipg causing discomfort at the pocket site caused by weight loss (not device related). The patient was explanted successfully and is reportedly doing well.

Event description:
A report was received that a patient was explanted due to the ipg causing discomfort at the pocket site caused by weight loss (not device related). The patient was explanted successfully and is reportedly doing well.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual tests performed. There is no complaint against the device, only that the patient is no longer experiencing the pain the device was implanted for, and elected to have the device removed. The device exhibits normal device characteristics. Visual inspection of the lead revealed both pigtails of the lead was cut approximately 3 inches from the paddle end. This damage is a result of the explant procedure and is not considered a failure.